Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. It was reported that the customer went to the emergency room (ER). Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.